Event description:
It was reported that the epiq 7c ultrasound system was unavailable during an unknown procedure and caused a serious injury to the patient. Additional information is being obtained to determine patient outcome. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
This was initially reported for an allegation of a serious injury. However, additional information was received that verified there was no actual serious injury associated with this event. There was no patient nor user harm associated with this event. The reported problem indicated in this event is not likely to cause or contribute to a serious injury or death if it were to reoccur.